Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited oversensing due to wide qrs oversensing during a capacitor maintenance test. Further information was requested however, was not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited oversensing due to wide qrs oversensing during a capacitor maintenance test. No intervention was performed and the patient will continue to be monitored. There were no patient consequences.